Manufacturer narrative:
Concomitant medical products: dtba1d1 crtd, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an audible alert for a lead integrity alert (lia) due to high rate non-sustained episodes and pacing impedance variation. Additionally, the rv lead exhibited elevated short v-v intervals and high impedance. Suspected rv lead oversensing was noted during recorded non-sustained ventricular tachycardia and high rate non-sustained episodes. A fracture of the rv lead was suspected. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.